Event description:
It was reported that 2 bd perfusion amber syringes experienced leakage past the plunger. The following information was provided by the initial reporter: customer is the pharmacist responsible for mixing cytotoxics in a pediatric oncology unit. She complains of leakage of drug around the plunger of the 50ml amber coloured bd perfusion syringe when drawing drug from the vial and also when applying pressure on plunger to release medication. This syringe was intended to be placed in a perfuser to administer drug to a patient over 48hrs. Syringe was discarded immediately leakage was detected. Another pack was used successfully. However, a third syringe used in demonstration (by drawing tap water into the barrel of the syringe) revealed leakage around the plunger similar to the first. No patient was impacted. Hcp was inconvenienced and at risk of exposure to the cytotoxic.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-mar-2023. H6: investigation summary. One sample and photos received for investigation. Upon visual evaluation, no defects or issues observed. Leakage test was performed, and the syringes were disassembled to examine the parts separately not finding any defects in any of them. A device history review was performed for the reported lot 1905269 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd perfusion amber syringes experienced leakage past the plunger. The following information was provided by the initial reporter: customer is the pharmacist responsible for mixing cytotoxics in a pediatric oncology unit. She complains of leakage of drug around the plunger of the 50ml amber coloured bd perfusion syringe when drawing drug from the vial and also when applying pressure on plunger to release medication. This syringe was intended to be placed in a perfuser to administer drug to a patient over 48hrs. Syringe was discarded immediately leakage was detected. Another pack was used successfully. However, a third syringe used in demonstration (by drawing tap water into the barrel of the syringe) revealed leakage around the plunger similar to the first. No patient was impacted. Hcp was inconvenienced and at risk of exposure to the cytotoxic.